Manufacturer narrative:
Follow-up #1 date of submission 01/08/2016-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. During testing, the pump emitted a cs 069 call service alarm with an attempted rewind step. The cs alarm was recorded in the black box data as a cs 087 call service alarm, indicating a language file corruption failure of the u39 component on the printed circuit board.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (b)(62015, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue. It was noted that the pump emitted a cs 069 alarm. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.